Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a zero tip nitinol stone retrieval basket was used for a ureterorenoscopy (urs) procedure to be performed on (B)(6) 2009. According to the complainant, a retrieval basket wire was noticed to be broken during unpacking. It is unk if the wire detached from the device. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. Several attempts have been made to obtain current pt condition and other pt info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed. (B)(4).